Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use of the device, it had a cuff inflation/deflation issue. Higher pressure was required to maintain a seal no patient harm reported.